Event description:
It was reported that during injection with bd precisionglide¿ needles the needle hub was damaged and medication leaked. Patient was reinjected. The following information was provided by the initial reporter: customer states that when they went to give an injection to a patient the medication that they used to inject shot out of the green needle part. Had to reinject the patient again. This occurred on (B)(6) 2023.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-aug-2023. H.6. Investigation summary: it was reported medication shot out of the green needle hub. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the needle hub has a molding short shot about 3/6" from the bottom of the needle hub. No other defects or imperfections were observed. After analysis of the molding tool, it was concluded that possible wear of the stripping bushing could contribute to the defect. A device history record review was completed for provided material number 305167, lot 2228395. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The stripper bushing was replaced on 17 february 2023. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305167 and lot number 2228395. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
It was reported that during injection with bd precisionglide¿ needles the needle hub was damaged and medication leaked. Patient was reinjected. The following information was provided by the initial reporter: customer states that when they went to give an injection to a patient the medication that they used to inject shot out of the green needle part. Had to reinject the patient again. This occurred on (B)(6) 2023.